Manufacturer narrative:
H10. Additional manufacturer narrative: updated section h4. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: UDI # (B)(4). The device was not returned to edwards for evaluation as it remains implanted. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
A patient developed severe pvl of a 33mm valve after an implant duration of 25 days. The patient underwent intervention five days later to treat the pvl with two amplatzer vascular plugs. After the procedure, there were two amplatzer plugs well seated across the paravalvular defect. The mitral regurgitation was significantly reduced; however, it remained at moderate to severe. On pod #1, the patient had a cva. The patient underwent thrombectomy, and during the procedure, it was noted that both amplatzer devices had embolized into the distal aorta, at the aortoiliac bifurcation. The patient was made a dnr and expired on pod #1.